Event description:
Situation: faulty IV tubing. Background: patient receiving IV abx. Assessment: when disconnecting the IV tubing the connector piece broke inside of the IV clave. IV team notified and replaced. IV nurse stating that this issue has been happening frequently. Advised by adn to pass along faulty tubing and clave to rn manager. Recommendation: follow-up and evaluate if there is an issue with current primary IV tubing. Manufacturer response for IV tubing, (brand not provided) (per site reporter) via email on [redacted date], they will coordinate with our materials management leader to return the tubing for investigation.